Event description:
An unk size driver mxii coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The vessel morphology was severely calcified with 95% stenosis. The lesion was pre-dilated. It was reported that the sds was inserted and while passing through a previously deployed stent, the stent dislodged. The undeployed stent traveled to the leg; the stent was snared and removed from the pt successfully. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results - pt's condition affected effectiveness of device (severe calcification with 95% stenosis). Inherent risk of procedure (stent embolization). Failure to follow instructions (advancing stent through previously deployed stent) conclusions - device failure/lack of effectiveness related to pt condition (severe calcification with 95% stenosis). Operational context contributed to event (advancing stent through previously deployed stent).